Event description:
A patient had an unknown size resolute rx stent implanted. During a follow up procedure due to patient suffering mi, instent restenosis was identified in the resolute rx stent. This was treated by implantation of one resolute onyx drug eluting stent into the proximal lad.